Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty removing the catheter from the lesion occurred. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci) the physician inserted the opticross¿ imaging catheter to view the target lesion. However, upon removal of the opticross¿ from the lesion it could not be retreated by the sled. Subsequently, the device was directly removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that there was no damage on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that difficulty removing the catheter from the lesion occurred. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci) the physician inserted the opticross¿ imaging catheter to view the target lesion. However, upon removal of the opticross¿ from the lesion it could not be retreated by the sled. Subsequently, the device was directly removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.